Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported that a revision was done to attempt to lengthen the lead wire because they had headaches and a tingling behind their left ear. The headaches started with mild exertion or the patient wearing their reading glasses. The tingling was worse when the patient charged the implantable neurostimulator (ins). The patient had an appointment scheduled with their health care provider on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a patient. It was reported that 2 months after surgery, the health care provider (hcp) gave a possible diagnosis of faulty healing between cells that may take up to a year to resolve itself. It was reported the patient¿s headaches were resolved but the tingling behind the ear while charging remains. The patient reported that on (B)(6), she has a surgery to replace the implantable neurostimulator (ins). Additionally, during the patient¿s 6-month post-op on (B)(6) 2015, an impedance test was performed and resulted in normal impedances. It was also reported that during this visit the hcp told the patient he didn¿t know why the tingling was occurring but it could be ¿healing bridge between neurons¿. The patient stated she believes he used the term ¿neuroma¿ but she isn¿t sure. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37651, serial # (B)(4), product type recharger; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot # va00u4w, implanted: (B)(6) 2012, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
A consumer reported the lead wire was in front of the implantable neurostimulator (ins) and they could see the wire through their skin. After implant, the lead was in the lower right corner of the ins, but over the past two weeks, the wire had migrated over and was a third of the way in front of the ins. The patient¿s indication for use is parkinson¿s dual and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) reported that there was an extension issue and a revision. There was a pocket revision on (B)(6) 2015. They moved the extension and sutured the extension along with the implantable neurostimulator (ins) to help prevent the extension from moving over the ins. If additional information is received, a follow up report will be sent.